Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old female patient underwent a breast augmentation revision with mentor smooth round moderate plus profile 250cc and experienced bilateral deflations post-operatively, which were confirmed by a physician. As a result, the patient underwent removal and replacement with mentor smooth round moderate profile 175cc, catalog# 3501620, serial# (B)(4) on (B)(6) 2019. This report is for the first of two devices.

Manufacturer narrative:
On 2/27/2020, mentor received additional information confirming the impacted device's side. This report is for the left side device. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On october 21, 2020, the mentor failure analysis lab received the device for evaluation. On november 4, 2020, mentor completed evaluation of the device. Device evaluation summary: during visual evaluation a tear was observed within an area of missing material on the posterior view, measuring approximately 6.2 cm and 1.1 x 0.5 cm respectively. Microscopic examination was performed and the cause of the deflation could not be identified. Causes of deflation of saline implants include but are not limited to the following events: crease fold failure, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma such as that which can occur during vigorous exercise, athletics, etc. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Deflation complaint information is consistently analyzed and monitored by mentor quality assurance to determine when further action is necessary. Manufacturer¿s reference number: (B)(4).